Event description:
Review of the device in-house programming database identified a high impedance was observed. The generator was programmed off when the high impedance was observed. It is unknown if the patient underwent lead revision. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.